Event description:
No impact on the pt because the discrepancy was identified by the tech. A pt with a known blood type history of a pos was tested on the echo 2.0 and was typed as o pos. A new specimen was drawn to verify pt's specimen identity. Again the pt typed as o pos on the echo analyzer. Both specimens were then tested manually for the abo and rh, and the pt typed as a pos. The pt had a negative antibody screen and a negative dat. Immucor was contacted to send a field service engineer to investigate the instrument and to rule out any functional issues. Five specimens were tested pre and post service including the pt in question. The pt typed as o pos. I contacted immucor again to express my concern over this issue, as this can have serious pt outcome when the blood bank history is unk to our facility. I was advised that the problem does not lie within the instrument but in the pt. I called the arc and spoke with a ref technologist and asked if there were known drugs that would cause this issue and was told that they never heard of any drugs that caused this issue. I then sent the pt's specimen, unlabeled to the hosp of (B)(6), and asked them to test the group and rh on their echo analyzer and manually tube type for group and rh. I gave the tech no info about the case and asked for a fax of the results to me. They recovered the same results, pt types as an o pos and manually as an a pos. As a result, our blood bank practices have changed. We will always manually type the initial type and screen as well as on the pt retype specimen if we have no prior pt history. Immucor will not pursue an investigation because they stated that by having another hosp test the same sample, I have proven that it is a pt issue and not an instrument issue. While this may be true, in what state does a pt have to be in medically to recover such anomalous results? I believe this issue needs to be presented to higher authority for a more thorough investigation.